Event description:
It was reported that during a lap gastric by pass procedure, the device did not pass the pre test. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Evaluation summary: the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during tansport to our analysis site. The reported complaint was for an incomplete pre-run test. A possible cause of an incomplete pre-run test is blade damage. When a blade is damaged, it will not complete ther pre-run testing, will display an error code and will keep reverting back to standby mode. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.